Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the connector block of the device was broken; both output connectors were broken. Analysis also noted that the upper case was broken, and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the connector block of the external pulse generator (epg) was broken. The epg has been returned for repair. There was no patient involvement.